Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to mitral valve leaflet injury. It was reported that this was a mitraclip procedure treating mixed mitral regurgitation (mr) grade 4. The patient presented with a posterior medial lateral prolapse at posterior 2 segment. The first mitraclip was implanted at the anterior 2 and posterior 2 leaflet segments without issue. A medial jet was noted so it was decided to implant a second clip. The second mitraclip was successfully placed. During deployment of this second clip, per imaging, a small hole, suspected as a leaflet perforation, was noted on the p2 segment. This tissue damage was next to the medial side of the second clip. Both mitraclips remained stable and the mr was reduced to grade 2. No treatment was provided. Per physician, this tissue damage was not avoidable due to leaflet durability and the event was not due to the delivery catheter. There was no device malfunction. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It should be noted that the reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on this information, the reported effect of tissue damage appears to be related to patients challenging anatomy/procedural circumstances and not due to the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.